Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a balloon slg. The customer stated they noticed in the morning that the device came out and was still attached to the machine. The customer reports the patient missed half the feed as a result, and his medications were within the feed. The medications were: florinef, nephro vite and enalapril. The customer took her son to the doctor in the morning, and lab work was done and were within range. The doctor also advised the patient's mother to discontinue the use of the florinef. The customer further stated that they had to repeat the lab work two times in one week to make sure her son was okay.